Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. Due to the obsolescence of this component, a system upgrade was required. Multiple system components were required to be replaced in order to upgrade the system to version 30 software. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.